Manufacturer narrative:
The following field has been updated with corrected information: date received by manufacturer: 2019-10-17.

Event description:
It was reported that during use the needle couldn't be removed with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: due to the patient's condition, intravenous administration and fluid supplementation were required according to the doctor's instructions on (B)(6) 2019. When the intima-ii was used to establish the venous access, the intima-ii was opened and the inner core could not be pulled out. The intima-ii was replaced immediately and the puncture was performed again.

Manufacturer narrative:
Investigation summary: photo or sample was not provided to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Two retained samples were tested using an isolation pull force test. Both samples passed the test. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode.

Event description:
It was reported that during use the needle couldn't be removed with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: due to the patient's condition, intravenous administration and fluid supplementation were required according to the doctor's instructions on (B)(6) 2019. When the intima-ii was used to establish the venous access, the intima-ii was opened and the inner core could not be pulled out.the intima-ii was replaced immediately and the puncture was performed again.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle couldn't be removed with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: due to the patient's condition, intravenous administration and fluid supplementation were required according to the doctor's instructions on (B)(6) 2019. When the intima-ii was used to establish the venous access, the intima-ii was opened and the inner core could not be pulled out. The intima-ii was replaced immediately and the puncture was performed again.